Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a 700cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was diagnosed through a physical examination. Additionally, bilateral ptosis was noted. As a result, the device was explanted and replaced with 550cc mentor memorygel breast implants on (B)(6) 2020. The right sided rupture was reported initially under 1645337-2020-11586 on (B)(6) 2020. On november 17, 2020 mentor received additional information and initial awareness of bilateral issues. This report relates the left prosthesis.